Event description:
During a shoulder cuff repair surgery utilizing a rfb, c/u acess 15 pump, the surgeon observed that the internal pressure of the pump increased and decreased repeatedly, thus altering the flow of the fluids. Post procedure the surgeon noted that the patient¿s neck was swollen due to the inconsistent flow of the fluids. The patient was sent to the ICU as a precautionary measure and remained for four hours. Subsequently, the patient was extubated without incident and the patient¿s condition was reported as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned to the manufacturer for investigation analysis. However, the device was sent to facility technical assistance and found to be out of calibration. The pump was recalibrated and device functioned as required. (B)(4).